Event description:
A consumer's husband reported that following intraocular lens (iol) implant surgery, his wife had decreased near vision. The husband reported that one week following the iol implant surgery, his wife could see at distance and intermediate clearly. The surgeon performed a yag laser procedure in order to get near vision. The husband reported that following the yag laser, his wife lost clear vision at all distances. The consumer has been seen in follow up by a retina specialist and her retina is reported as fine. At the request of the consumer's husband, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. At the request of the consumer's husband, the surgeon was not contacted. (B)(4).